Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the impedance measurements for the right atrial (ra) and right ventricular (rv) leads were noted to have abruptly increased. The ra lead impedance measurement increased from 500 ohms to 1700 ohms while the rv lead increased from 600 ohms to 1350 ohms. It was further noted that no artifact from the minute ventilation (mv) feature was observed and the patient is not pacemaker dependent. Boston scientific technical services (ts) was consulted and discussed following the guidance of programming the mv feature off in the pacemaker due to the abrupt increase in pacing impedance measurements. The mv feature was programmed off and the accelerometer was programmed on. The pacemaker remains in service and no adverse patient effects were reported.